Event description:
Sensing difficulty was reported on model 5076. High impedance (>200 ohms) and fracture were reported on model 6947. It was also reported that the 6947 lead had insulation problems in 2004, and a model 5076 pace/sense lead was added. This information was not previously reported to medtronic. The leads were removed from service. No patient complications have been reported as a result of this event.